Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump was not functioning properly. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts have been made to contact the reporter and patient. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/12/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. No abnormal pump function or behavior was observed in the black box data. The pump powered on properly with a display functioning per specification and responded appropriately to keypad and bolus button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.